Event description:
Reported due to hematoma. The physician attempted closure of an arteriotomy site with the perclose proglide device after a diagnostic procedure. A suture break was experienced while locking the knot, which resulted in a loss of hemostasis. Hemostasis was achieved with manual compression. The pt was transferred back to the floor. Reportedly, after one and a half hours the pt was "placed on a bedpan and a hematoma developed." The hematoma was described as being the "size of a tennis ball and was treated via manual expression." Although requested, no additional info was provided.